Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) touch screen intermittently stays dark. The customer stated there was no patient involvement associated with this event.